Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted a dexcom sales rep on (B)(6) 2011, to report that she experienced two broken sensor wires. During a f/u call made by dexcom technical support on (B)(6) 2011, pt reported an add'l broken sensor wire. Pt reported that, upon removing her sensors, she noticed that the sensor wires were protruding from her skin, so she removed the wires with her fingers. She reported no injury and no pain or discomfort at the insertion site. No medical intervention was required, and pt was fine at the time of her f/u call with dexcom technical support. This is MDR 3 of 3 for the complaint. See mdrs #3004753838-2011-00052 and 00053 for reports 1 and 2 of 3, respectively.